Event description:
Smiths medicalforeign counrty ltd, has been notified of an event of the inflation line tearing after in use for two weeks. It is not known if the units were pretested per the instructions for use. Event occurred at hospital - foreign country.